Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, crease fold, brown particles in the gel and opening on posterior. A visual and microscopic analysis was performed which identified: striated opening on patch. Base on the device analysis the final assessment is: a striated opening assessed as surgical damage like consist in the use of some surgical tool.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rutpure.

Event description:
Patient reported a right side rupture. Healthcare professional confirmed. The device remains implanted.